Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a toughy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found multiple several kinks throughout the hypotube. The hypotube was separated 337mm from the end of the hub. The separated ends were ovaled which is consistent with a kink prior to the break occurring. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion contained 90 degree bend and was located in a very tortuous diagonal of the left anterior descending artery (lad). A 4.00x12 synergy ii drug eluting stent was advanced to treat the lesion. However, as the physician was trying to place the stent around the bend, the physician had a very difficult time advancing the stent and the fractured >15cm from the hypotue. The stent was completely removed and the procedure was completed with another 4.00x16 synergy ii stent with the use of a guidezilla guide extension catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion contained 90 degree bend and was located in a very tortuous diagonal of the left anterior descending artery (lad). A 4.00x12 synergy ii drug eluting stent was advanced to treat the lesion. However, as the physician was trying to place the stent around the bend, the physician had a very difficult time advancing the stent and the fractured >15cm from the hypotube. The stent was completely removed and the procedure was completed with another 4.00x16 synergy ii stent with the use of a guidezilla guide extension catheter. No patient complications were reported and the patient's status was fine.